Event description:
Customer father reported via phone, the insulin pump was causing the tubing to have air bubbles. Customer's father stated the air bubble tend to occur on the first day of the reservoir being used. The insulin was stored in room temperature briefly before customer filled the reservoir. Customer had changes out the reservoir multiple times in order to resolve the air bubble anomaly. Customer's blood glucose was 264 mg/dl. Customer's father was advised to discontinue use of the device. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.